Manufacturer narrative:
(B)(4) - infection occured. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure in 2000. Immediately following the procedure, the patient continued to experience incontinence and had numerous infections. The mesh was explanted in 2001. She continues to experience pain in her left groin and stomach area. No further information was provided.

Manufacturer narrative:
Date sent to the FDA: 8/16/2017 patient codes: (B)(4)- recurrence it was reported that the patient underwent a gynecological procedure on (B)(6)2000 and tvt was implanted. It was reported that the patient underwent removal of tension free vaginal tape on (B)(6)2001 by dr.(B)(6) due to recurrence and left lower quadrant pain.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2017. It was reported that she experienced erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.